Manufacturer narrative:
Device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Confirmation was obtained on (B)(6) 2015 indicating that the reported screw was actually part of the trochanteric fixation nail advanced (tfna) nail. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing site: (B)(4). Manufacturing date: 20. Feb. 2015. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery there was a problem getting the screw unattached from the blade. The tip of the screwdriver would not affix with the head of the stuck screw. There was a 15 minute surgical delay reported. There is currently no additional information available. This is report 1 of 3 for (B)(4).